Manufacturer narrative:
Corrections to section b1 and h1.  In this case, balloon damage was found during valve alignment. Since the edwards (ew) delivery system did not cross the aortic arch into the annulus and the ew valve was never deployed, it is very unlikely the stroke was caused by an ew device and more likely caused by the non-edwards valve. There were no reports of tracking issues, however, if somehow the ew system did release calcium while tracking through the anatomy, the calcium would have traveled downstream towards the peripheral anatomy and not upstream towards the head causing a stroke. There is no allegation that the edwards delivery system caused or contributed to the stroke. The delivery system was not returned to edwards lifesciences for evaluation.  A review of procedural imagery showed severe tortuosity in the descending aorta. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. During the manufacturing process, the entire delivery system (including the crimp balloon) is visually inspected and tested several times.  The balloons are 100% inspected for any defects. Additionally, the work order underwent product verification testing as a requirement for lot release. These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional similar complaints for balloon leakage or delivery system withdrawal difficulty through sheath. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon leakage or delivery system withdrawal difficulty through sheath were unable to be confirmed.  A review of the DHR and lot history revealed no evidence to confirm that a manufacturing non-conformance contributed to the complaint. No IFU/training deficiencies were identified. A review of manufacturing mitigations supported that the balloon and the associated delivery system have proper inspections in place to detect issues related to the complaint event. Since there was no reported leakage or de-airing difficulty during device prep, it is unlikely an out-of-box issue contributed to the reported event. As noted, balloon leakage event occurred during valve alignment. Severe tortuosity can be observed in the patient¿s descending aorta. Performing valve alignment in tortuous anatomy can result in high tensile loads on the delivery system crimp balloon, potentially damaging the device. Additionally, if valve alignment is conducted in a non straight section, the thv may become non coaxial to the flex tip, resulting in even higher tensile loads on the device. IFU materials emphasize potential for delivery system damage and inability to inflate the balloon if valve alignment is not performed in a straight section of the anatomy. Available information suggests that patient/procedural factors (tortuous anatomy, valve alignment in non-straight section of anatomy) may have contributed to the complaint event. Additionally, it is possible that patient factors such as tortuosity could have impacted the ability to retrieve the valve into the sheath. Tortuosity can create a difficult pathway for device retrieval that may lead to non-coaxial alignment of the delivery system and sheath. If there was non-coaxial retrieval of the delivery system due to tortuosity within the patient anatomy, it is possible that the valve could get caught on the sheath during retrieval attempts. However, without relevant imagery, a definitive root cause cannot be determined. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, a product risk assessment escalation and a corrective/preventive actions are not required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the balloon was ¿broken¿ during valve alignment in descending aorta. There was withdrawal difficulties noted. The system was removed with no vessel injury. A second non edwards valve was implanted with a good result. The patient was well post procedure, however, a major stroke occurred on post operative day (pod) 1. Per the team, the root cause was due to the balloon damage.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.